Manufacturer narrative:
The sc1 cap locked properly into reservoir compartment during testing. Unit received pump error 130 during rewind. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests or verify device test failed due to the pump error 130. After further review, the motor was unable to turn due to a jammed gearbox. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found pump error 130 alarms on 06/03/2025 23:07:30.000, 06/03/2025 23:56:30.000, 06/03/2025 23:59:49.000, 06/04/2025 00:09:00.000, 06/04/2025 00:11:23.000 due to motor a jammed gearbox. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. The following were noted during visual inspection: scratched case, stained keypad overlay. Unable verify device test failed due to the pump error 130. Pump error 130 during testing and pump error 130 in the pump history confirmed due to a jammed gearbox. Reservoir unable to lock into place not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer observed the bottom part of the reservoir was stuck on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The pump passed the self-test, however failed to clear the displacement test. Advised the pump should be replaced. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested, and customer response was the device will be returned.